Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed a wound infection. It was also reported the patient presented with an open area along the lateral aspect of the device insertion site. The area was approximately the size of a dime with a light brown center and the suture was visible. The patient was placed on oral antibiotics. Seven days later the patient was seen and it was noted there was an undissolved suture at the distal incision and the area was scabbed. The patient continued with the oral antibiotic course for an additional ten days. Blood cultures were negative. The patient is a participant in the (B)(6) clinical study. The device remains in use and no further patient complications have been reported as a result of this event.